Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation was wrinkled and breached at 6.6cm from the connector pin. The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
This report is to advise of an event observed during analysis.